Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a catheter issue occurred. It was described as ¿a hole in the catheter.¿ the catheter was revised, although the details of the revision procedure were not provided. The patient experienced symptoms of withdrawal, restlessness, sleeplessness, loss of appetite, shaking leg, irritability, and discomfort. The device system was used to deliver baclofen.